Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from the (B)(6) of sterile peritonitis in a patient coincident with nutrineal pd4 viaflex therapy for continuous ambulatory peritoneal dialysis (capd) for renal insufficiency secondary to cyst kidneys. On (B)(6) 2011, the patient experienced sterile peritonitis with cloudy effluent. The patient was not hospitalized for peritonitis. The physician stated that the patient did not experience a catheter site or exit site infection, did not reuse supplies, and did not mix solutions. On (B)(6) 2011 nutrineal therapy was discontinued and the patient received treatment with vancomycin 50 mg four times per day ip and kefzol (cefazolin) 250 mg four times per day ip. The patient was recovering from the sterile peritonitis. Treatment with vancomycin and kefzol was ongoing. The physician believed the event of sterile peritonitis was related to nutrineal therapy.